Manufacturer narrative:
Additional information was received that after the first valve was abandoned in the descending aorta, a second valve was successfully implanted. Five hours postoperative, the patient was taken back to the operating room to remove the first valve from the descending aorta. Subsequently, the patient expired five days post procedure due to massive renal failure and digestive ischemia. It was reported that the renal insufficiency was related to the first valve abandonment in close proximity to the renal artery after the delivery catheter system (dcs) nose cone separated during the retrieval attempt. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with a cook introducer sheath. Visual inspection of the distal end of the catheter revealed damaged. The plunger, including the tip, was not attached to the distal end; the components were not returned. Two stop cocks remained attached to the purge tubes. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro knob (cursor) moved to the fully advanced and retracted positions, and locked into place when released. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The plunger was received detached, adjacent to the plunger tube/strain relief transition. It was determined that the detachment was associated with the pull force applied on the head of the plunger while retracting the distal end through the introducer. The existing plunger tube appears elongated but flat, which may be the result of retracting the device through the introducer. The tip of the existing plunger tube appears flared. The existing plunger tube along the strain relief appears accordion-like. Deformation or gouge marks on both catheter tabs appear to be due to wear from the valve frame loops. The distal end of the cook introducer appears damaged with small gouge marks along the distal tip. A section of the distal tip appears inverted, showing possible evidence of an object hanging up on the tip in a retractable manner. Conclusion: dislodgement or pop out is often influenced by tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, but a root cause could not be established from the information available. The decision was then made to retrieve the valve inside the introducer sheath. It is unknown if the capsule was completely closed before attempted removal of the valve. Analysis of the dcs confirmed the separated plunger with the plunger tube showing evidence of elongation. The elongated / stretched section of the plunger tube indicates that the plunger tube (likely the tip) caught on something while the operator was still applying tension during retrieval. This type of elongation and damage could only be caused by excessive force applied to the plunger tip. Analysis also showed damage to the dcs tabs, likely due to the forces from the frame loops during valve retrieval. The returned non-medtronic, cook introducer sheath shows small gouge marks and a dent at the distal tip which may have also occurred during valve retrieval. It was reported that during the implant of this transcatheter bioprosthetic valve, at less than 2/3 deployed the valve dislodged above the annulus, and the decision was made by the physician to retrieve the valve inside the introducer sheath. This is not recommended per the instructions for use (IFU). The IFU indicates that once deployment is initiated, retrieval of the valve is not recommended, and attempted retrieval of a partially deployed valve using the catheter may cause mechanical failure of the dcs, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The IFU also recommends to not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn, ensuring that the capsule is closed before catheter removal. If increased resistance is encountered when removing the catheter through the introducer sheath, do not force passage. Increased resistance may indicate a problem and forced passage may result in damage to the device and/or harm to the patient. A formal investigation has been initiated to further investigate for root cause(s) of reports of plunger tip separations.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is unknown if the capsule was completely closed before attempted removal of the valve. From the available information, a conclusive cause for the separated plunger tip could not be determined. The device was not returned for analysis nor was a cine available for review.

Manufacturer narrative:
It was reported that the dcs will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. A separate report has been filed for the valve dislodgement complaint. (B)(4).

Event description:
Medtronic received information the nose cone of this delivery catheter system (dcs) broke off during an attempt to retrieve a partially-deployed transcatheter bioprosthetic valve. It was reported that the nose cone was not yet in contact with the introducer sheath and there was no pressure felt on the nose cone. The physician used a lasso to retrieve the nose cone and remove the introducer sheath. A second valve was implanted successfully with a new dcs. The patient subsequently experienced severe renal insufficiency and digestive ischemia related to the valve being deployed in the descending aorta prior to surgical removal.

Manufacturer narrative:
Corrected information: no eval explain code.